Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had high impedance on a diagnostic test. The patient could not recall undergoing any trauma that could have caused the high impedance. The patient also stated he did not feel any changes in perception of stimulation. X-rays were taken for the patient and provided to the manufacturer for review. The lead pin appeared fully inserted into the generator, the feedthru wires appeared intact, and no gross fractures were noted on the lead. A portion of the lead was behind the generator and could not be assessed. No obvious reasons for the alleged high impedance was present. Further follow-up was provided and the patient stated on (B)(6) 2016 that he was experiencing a decrease in perception of stimulation. The patient stated he was no longer feeling a sensation in his throat. The patient was reportedly left on after the high impedance was identified. No surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was programmed off after the high impedance was identified again on (B)(6) 2016. Clinic notes dated (B)(6) 2016 stated that the patient was unable to the vns stimulation and high impedance was identified. No known surgical intervention has occurred to date.

Event description:
The patient underwent a full replacement due to the high impedance. The post-op impedance values were within normal limits. The explanted lead has not been returned to the manufacturer to date.